Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened esc button dome switch. No unlocked j2 or lcd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the esc buttons was not working. The customer blood glucose level was 199 mg/dl at the time of incident. The customer was advised to the insulin pump will need to be replaced and discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.